Event description:
The pt had surgery for composix mesh infection with draining sinus to skin secondary to gastrocutaneous fistula. Removal of infected composix mesh. The pt had surgery for chronic draining abdominal wall fistula status post hernia repair with composix mesh. Pt underwent a repair of incisional hernia.